Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # 692c06. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with joint cover damaged, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45d reload was loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the red manual knife reverse button was activated, the firing trigger was squeezed, however, the knife did not returned to the home position as expected until additional force was applied on the knife. It is possible that the tissue was stuck in the knife slot and resulting in the returning mechanisms jamming. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 692c06, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, after fired, could not open the jaw. Used rbrb and manual override to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.